Manufacturer narrative:
The insulin pump had currents in specification. No unexpected battery alarms were noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had issues with his insulin pump. When programming his carbohydrates the numbers were scrolling up and down. The customer's blood glucose level was 218 mg/dl. He received a weak battery, failed battery test, and a button error alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.